Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that the health care professional (hcp) stated the patient had a left ventricular (lv) lead revision and the device had battery change. This lead revised and remained in service. No additional adverse patient effects were reported.